Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, a high capture threshold was noted on the right ventricular (rv) lead. The suspected root cause was dislodgement, however, diagnostic imaging was not performed. No intervention was performed. The patient as stable and will continue to be monitored.